Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent a thrombectomy procedure to treat the occluded right internal carotid artery (ica). Post the thrombectomy procedure the patient achieved a tici score of 3 and at 24 hours post procedure a nihss score of 5. However, it was reported that 48 hours post the index procedure, the patient experienced an asymptomatic intracranial hemorrhage in the right middle cerebral artery (mca) for which treatment was not required. The physician at the study facility assessed the patient¿s outcome as procedure related but unrelated to the device. The patient was discharged approximately 7 days post procedure with a nihss of 4 and a modified ranquin scale (mrs) of 2. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, intracranial hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure to treat the occluded right internal carotid artery (ica). Post the thrombectomy procedure the patient achieved a tici score of 3 and at 24 hours post procedure a nihss score of 5. However, it was reported that 48 hours post the index procedure, the patient experienced an asymptomatic intracranial hemorrhage in the right middle cerebral artery (mca) for which treatment was not required. The physician at the study facility assessed the patient¿s outcome as procedure related but unrelated to the device. The patient was discharged approximately 7 days post procedure with a nihss of 4 and a modified ranquin scale (mrs) of 2. No further information is available.